Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: crease fold, wear abrasion, deformation, brown particles and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture,baker grade unknown and seroma.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown, seroma and exchange from textured to smooth breast implants due to the patients concern with the product." Device has been explanted.